Event description:
It was reported while using 3 bd alaris pump module smartsite infusion set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing broken above pump segment. Tubing sequestered and management aware.¿ I have reached out to management to clarify how exactly this was found. There was another infusion set that had chemotherapy running through, so that set was not sequestered.

Manufacturer narrative:
H6: investigation summary the customer reported the tubing broke at the pump segment, and returned two used samples of material 2426-0007. The samples both separated at the upper fitment of the pump segment, and the complaint is verified. One sample has no ring retainer indent, and the other one does. The root cause when ring retainer is attached is related to user and the loading process of the segment into the pump. The root cause for no ring retainer is related to manufacturing process. Device history record review for model 2426-0007 lot number 22079528 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 3 bd alaris pump module smartsite infusion set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing broken above pump segment. Tubing sequestered and management aware.¿ I have reached out to management to clarify how exactly this was found. There was another infusion set that had chemotherapy running through, so that set was not sequestered.